Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, the jaws did not open while the device was checked whether it jaws open/close properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.